Event description:
It was reported that a filterwire fracture occurred. The patient presented with nstemi and was found to have complex disease of the saphenous vein graft (svg) to the obtuse marginal (om) which was occluded and the svg to the diagonal/left anterior descending artery (lad). A 190 cm filterwire ez was selected for the percutaneous coronary intervention procedure. During the procedure, the filterwire was positioned in the vein graft distal to stent placement. After stent placement, the filterwire broke while attempting to retrieve it. The filter basket was unable to be retrieved at the proximal svg to the diagonal artery. The basket was stented to the vessel wall. The procedure was completed with a different device. There were no further patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the delivery sheath was received for analysis. It was noted that blood was inside the delivery sheath. The protection wire and the retrieval sheath were not returned for evaluation. There were no issues observed during visual and microscopic analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that a filterwire fracture occurred. The patient presented with nstemi and was found to have complex disease of the saphenous vein graft (svg) to the obtuse marginal (om) which was occluded and the svg to the diagonal/left anterior descending artery (lad). A 190 cm filterwire ez¿ was selected for the percutaneous coronary intervention procedure. During the procedure, the filterwire was positioned in the vein graft distal to stent placement. After stent placement, the filterwire broke while attempting to retrieve it. The filter basket was unable to be retrieved at the proximal svg to the diagonal artery. The basket was stented to the vessel wall. The procedure was completed with a different device. There were no further patient complications reported and the patient's status is fine.